Manufacturer narrative:
Additional information: d10 (concomitant device added), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the reported pre-revision bone scan and x-ray findings, of ¿massive enhancement¿ indicating loosening along with the ¿massive varus deformity, loosened end prosthesis components with recession of both the femoral component (emphasized laterally) and the tibial component of the tibial plateau¿ in the multimorbid patient led to the revision/conversion to the hinged knee 18-aug-2020. Of note, a discernable cement mantle is not appreciated in the provided sub-optimal photocopied images of the gen ii cemented femoral and tibial components and cannot be ruled out as a possible contributing factor to the loosened components. Additionally, the time elapsed between the onset of symptoms and date of revision likely contributed to the severity of the patient¿s signs and symptoms. The patient impact included the reported onset of increasing symptoms in 2016 with recurrent varus deformity and femoral and tibial component loosening until the revision in 2020. The patient was reportedly discharged with rehab. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: b1 (type of event), g2 (report source), h6 (health effect - clinical code).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka system had been implanted on (B)(6) 2015 with a genesis ii system, the patient started experiencing symptoms in the middle of 2016, which increased over time. On (B)(6) 2020, loosening of femoral and tibial components was diagnosed via x-rays. A revision surgery was conducted on (B)(6) 2020 to convert from the ps genesis ii construct to a legion hk system. Patient was discharged with rehab.